Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image is dark. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "dark image" was confirmed, and further defects were detected. In total the following defects were detected: led is not lit, blade damaged, connector damaged. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection, it is therefore concluded that the most likely cause of the described defect is mechanical damage caused by the user or the application in the processing. The corresponding IFU contains the following note in chapter 3.2 correct handling and product testing: if the product is not handled correctly, patients, users, and third parties may be injured. - only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. - check that the product is suitable for the procedure prior to use. - check the product for the following properties, for example, before and after every use: - functionality - damage - changes to the surface for detailed inspection criteria, see section inspecting the product. - do not continue to use damaged products. - dispose of the product properly. The event is filed under internal karl storz complaint ID: (B)(4).